Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "error code 322" alarm was identified in the event history log. There was no pt injury or medical intervention required since the items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "error code 322" alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The lower auxiliary assembly was replaced.